Event description:
The dealer reports that while the caregiver was buckling up the end user, the seating system became detached from the stroller. The caregiver mentioned that the rider is a "wiggler." The caregiver also stated that she received a letter regarding the zippie voyage recall but had not taken any action to obtain the tether kit. There was no injury reported.

Manufacturer narrative:
Background information: please reference zippie voyage recall (res# 88257) regarding new remediation for this issue. This MDR is being filed due to severity of potential injury and updated risk file for this failure mode. While there is no design, manufacturing, or assembly malfunction, there is a known potential malfunction on the part of the caregiver when not adequately attaching the detachable seat from the early intervention stroller. Caregiver did not have the tether kit installed. Zippie voyage owner manual (245797, rev. B, section viii: use & maintenance, page 15, section I: seating installation) states "using the latch lock: a. Before attaching or removing the seat to or from the base, the latch lock (k) must be slid to the right (unlocked position) as shown in fig 14. B. To prevent inadvertent activation of the seat latch, slide the latch lock to the left as shown in fig 15 after the seat is fully secured to the base (you cannot attach seat to base while lock is engaged)." And "b. Ensure all positioning straps and accessories are out of the way and will not interfere with the seat from fully engaging the receiver." Risk analysis (ufmea early intervention strollers master, risk ID 72) lists "seat system detaches from stroller base when in use" as a known failure mode. Unmitigated risk is scored as "unacceptable." Mitigated risk (addition of safety tether) is scored as "acceptable." Zippie voyage quick release seating system tether instructions states: "a. Attach ring strap to seating system towel bar 1. From the top of the towel bar, loop strap around towel bar and pull ring through loop until the strap is snug around the bar as shown (fig 1). Ensure strap is relatively centered on the towel bar and does not interfere with recline levers. B. Attach quick-release tether to push handle of base frame 1. From the top of the base frame, loop strap around push handle and pull carabiner through loop until the strap is snug around the push handle, as shown (fig 3). Ensure strap is relatively centered on the push handle and does not interfere with height adjustment of the push handle (fig 4). C. Attach seating system to base 1. Ensure seating system is properly installed on stroller base before proceeding to step d. D. Connect tether strap to ring strap 1. Connect the tether strap to the ring strap or existing transit d-rings using carabiner, as shown (fig 3 - fig 5). Ensure carabiner gate is fully closed. 2. System is now ready to use." Zippie voyage quick release seating system tether instructions states: "warning! 1. When chair is in the forward-facing configuration, seating tether is always required." Discussion: in reviewing the complaint, the dealer reports that while the caregiver was buckling up the end user, the seating system became detached from the stroller. During the incident, the red seating mechanism broke off. The dealer reports that during a post-incident inspection of the mechanism, there is a clicking noise on the slide n lock. The root cause of the reported incident is most likely due to the caregiver inadequately attaching the detachable stroller seat. The caregiver mentioned that the rider is a "wiggler," and movement of the user during attachment of the seat could possibly contribute to a failure to attach or the loosening of the seating mechanism. There was no mention of foreign object interference by the caregiver or dealer. The caregiver stated that she received a letter regarding the zippie voyage recall but had not taken any action to obtain the tether kit. If the failsafe device (safety tether kit) and applicable supplemental documentation was obtained (zippie voyage quick release seating system tether instructions) and used as directed, it would have most likely mitigated the risk and prevented the seating mechanism detachment. There was no injury reported. The mother was able to catch the end user when the seat detached from the stroller. Conclusion: while the likely root cause is the caregiver inadequately attaching the detachable stroller seat, due to the unexpected detachment and the caregiver's lack of a failsafe device, this MDR is being filed. The zippie voyage 2021 recall addresses the remediation of this device.